Manufacturer narrative:
Product has been requested however it has not yet been received.

Event description:
A patient's neck was treated with a fraxel dual system on (B)(6) 2018. On (B)(6) 2018 a burn scar with blister appeared on the neck. The patient was treated with ointment. The symptoms are still ongoing.

Manufacturer narrative:
The fraxel system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. Review of burn/pattern paper testing, after the event, showed proper pattern/coverage. This test showed pattern was evenly distributed and the mtzs are even in intensity, no mtzs missing. Technique was also good, the pattern was even indicating the user moved the handpiece and tip in a smooth and even fashion; not too fast or the mtzs would be spread far apart, too slow and they would be clustering. According to fraxel user manual (p009220-02 rev. A), burns, blisters, and scarring are a known possible complication of fraxel treatment. Blistering or burns may develop over the treated areas. The possibility for scarring exists even with non-ablative fractional laser devices such the fraxel 1550, fraxel 1927 and fraxel dual 1550/1927 laser systems. Local scarring may occur directly from laser exposure if treatment procedures are not followed properly, or from infection or physical irritation such as picking and rubbing. A review of the manufacturing records showed all requirements were met. Review of burn/pattern paper testing after the event showed proper pattern/coverage and that the system and handpiece were working within specifications. Based on the available information, burns, blisters, and scarring are a known possible complication of fraxel treatment.